Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13a04047 and h13c05032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment was not reported. The cause of the peritonitis was not reported. It was not reported if the patient was recovering or if pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.